Event description:
Lifescan rec'd a report that a pt experienced hypoglycemia while using a surestep meter. On the morning of the event pt's fasting blood glucose was "very high" on ss meter. A repeat blood glucose test was 303mg/dl on the ss meter. Pt took the morning 32u of actrapid and also took an add'l 4u of actrapid per the physician's advice because of ss meter result. Pt at breakfast 30 minutes after taking the insulin and had lunch at 12:30pm. At 14:30pm pt felt dizzy and laid on the sofa. Immediately pt fell into unconsciousness. An emergency doctor was called who gave the pt an unknown IV. Pt was later transferred to hosp where pt was admitted for hypoglycemia. At the hosp the ss meter was reportedly reading about 50 units lower than the laboratory tests.